Manufacturer narrative:
The insulin pump passed the prime, displacement, and excessive no delivery tests. No excessive no delivery was noted. The unit was received with a cracked reservoir tube lip, minor scratches on the display window, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that her insulin pump consistently alarms with no delivery. The patient's blood glucose at the time of incident was 600 mg/dl. Patient did not report any symptoms of her high blood glucose, but stated that she treated it with manual insulin injections. Troubleshooting was initiated for the no delivery alarm, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.